Event description:
It was reported that the patient line of a homechoice cassette was leaking. The patient was not connected at the time of the event. This occurred during peritoneal dialysis therapy. During troubleshooting, the patient reported that the patient line clamp was not closed. The technical services representative reviewed proper procedures with the patient and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a leak, where a the patient line was leaking due to the patient not closing the line prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.